Event description:
It was reported that this right ventricular (rv) lead advanced through the rv apex, raising concerns about tissue adherence due to the helical mechanism. Subsequently, the rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.